Event description:
It was reported by the customer that their insulin pump was alarming battery out limit and the keypad was unresponsive. Customer stated they could not recall any significant events that lead to the alarm, but the device continuously alarms after they have inserted new batteries. Customer's blood glucose level was 199 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.